Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A revision procedure was performed, and it was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.